Manufacturer narrative:
The iab was returned cut in two parts with the membrane completely unfolded and blood on the interior and exterior of the catheter and within the stat gard sleeve. The sheath extender and pressure tubing were also returned. The returned sheath was observed to have a kink on the tubing. The sheath was not a maquet product. A kink was found on the catheter tubing near the y-fitting. The kink found was partially separating the inner lumen and catheter tubing. The partial separation completely separated during the evaluation of the product. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and a leak was confirmed on the catheter tubing. The penetration found in the catheter tubing appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing and blood to leak into the stat gard sleeve causing the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the patient was repositioned and the console began alarming "autofill failure". The staff attempted to repositioned again, but alarm did not resolve. Balloon to be removed. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the patient was repositioned and the console began alarming "autofill failure" . The staff attempted to repositioned again, but alarm did not resolve. Balloon to be removed. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.